Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the subject device had a cut at the cable root. There were no reports of patient harm.

Event description:
The issue was identified at the end of an unspecified therapeutic procedure that was able to be completed without any delays.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. Updated fields: b5; d10 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image failure and water-tightness failure. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. ¿olympus will continue to monitor field performance for this device.